Event description:
It was reported from the ccu that the drug library did not update and a double dose of heparin was infused. The heparin drip started incorrectly and the concentration in the pump was set at 25,000 units/500 ml instead of the updated 25,000units/250 ml. The last library update was 02/2019. Elevated aptt (activated partial thromboblastin time) occurred and, medication was held. The customer noted that an adverse event occurred. Although requested, further information not provided.

Manufacturer narrative:
The report that the drug library did not update and a double dose of heparin of 25,000 units/500 ml was infused was confirmed in this investigation. The drug library of the pcu was not updated because of a faulty wireless network card. A review of the pcu error and event logs found that: (comm failure) occurred 19 times between 20 march 2021 and 01 april 2021 at 09:06:20 am. The event log showed that a ¿comm_if_board_error¿ occurred at 09:06:20 am and a ¿cib error¿ occurred at 09:06:46 am. Laboratory testing performed found that network comm errors displayed on the pcu screen after power up. The customer network configuration was not present on the pcu when it was received. The attempts to load the pcu with a working cad network configuration were unsuccessful. Replaced the wireless network card with a known good wireless network card from the lab. Overnight testing resulted in device staying connected to the wireless server with no disruptions. The network comm error reappeared on the screen of the pcu when the original wireless network card was re-installed back into the pcu. Using asm version 12.1, successfully transferred customer-provided data set ¿wph 12-14-2020¿ containing both concentrations of 25000 heparin in 500 ml and 25000 heparin in 250 ml to the pcu, which was received successfully. Internal inspection found no other irregularities. Root cause: the root cause for the reported issue that the drug library did not update and a double dose of heparin of 25,000 units/500 ml was infused was determined to be a faulty wireless network card. Device history review: a review of the device history record showed the device had a manufacture date of 07/28/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is an adult.

Event description:
It was reported from the ccu that the drug library did not update and a double dose of heparin was infused. The heparin drip started incorrectly and the concentration in the pump was set at 25,000 units/500 ml instead of the updated 25,000 units/250 ml. The last library update was (B)(6) 2019. Elevated aptt (activated partial thromboblastin time) occurred and, medication was held. The customer noted that an adverse event occurred. Although requested, further information not provided.